Manufacturer narrative:
Method: work order search, device history record review, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Medical review - clinical studies have shown that anterior subcapsular cataract occurs in (B)(4) of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. Conclusions (no conclusion can be drawn): based on the complaint history, work order search, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the icl was implanted in the patient's left eye (os).